Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm). Fa was able to confirm/reproduce the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered an error 32098, 32096 ac_3d. Unit was also tested on psc fixture test platform (pftp) where it failed usm direction test. Performed a-b-a troubleshooting using gold insertion stator and confirmed that insertion stator was causing the arm to fail direction test. Error 32098 went away when gold insertion stator was used. System logs also records error 32098 and 32096 ac_1d. As a fix to the reported problem, the insertion stator will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the surgery was converted to open surgery. This was the first time the surgeon had performed the procedure. The 4th arm could have helped him to lift the plasty. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is in progress. Follow /up MDR will be submitted with analysis findings.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm1 was alarming yellow and error 32098 occurred, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued to have the universal surgical manipulator (usm) be returned for evaluation; however, the usm unit has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A follow-up MDR will be submitted after the failure analysis has been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the system had universal surgical manipulator (usm) 1 alarming yellow. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 32098, pointing to brushless motor control (blmc) error reported by axes controller, motor (acm) on usm1. The tse guided the surgeon to perform a hard power cycle of the patient side cart (psc) including emergency power off (epo). The error came back and could not be recovered. The tse explained that ums1 could be disabled for the procedure to be continued. The surgeon stated that he would evaluate if he would do it or nor. There was no reported injury. Intuitive surgical, inc. (Isi) followed-up with the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system. The system initially did not power on without errors. The issue was identified prior to starting post anesthesia - no ports placed. To resolve the reported issue and proceed further, the customer called the technical support team to troubleshoot. Following the troubleshooting, the surgery started with three usms and was later converted to laparoscopic during procedure. There was no patient injury.